Manufacturer narrative:
Disregard initial emdr as it was not needed. This device is reported in manufacturer report number 2016493-2020-17819.

Event description:
It was reported the sizer sensor is being replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the sizer sensor is being replaced. There was no reported patient involvement.